Event description:
It was reported that the screw loosened in the patient's mouth. Removed and replaced with another screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual evaluation / functional test was performed, threading was discolored. The screw threaded into in-house implant as intended. Unable to confirm loosening. DHR review was completed for the subject lot number 1283251. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1283251 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation are missing or confusing instructions for use and abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did not occur. The reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.